Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. All buttons function properly. No damage noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. Device passed the keypad voltage test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No failed battery test alerts noted when inserting a new battery or during testing. The following were noted during visual inspection: cracked case near the corner of belt clip rails, missing display window cover, cracked keypad overlay, broken battery tube threads, and cracked case on the battery tube side. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had sticky and hard to press buttons. Insulin pump rejected new batteries and top of screen has light from under screen bleeding through, unexplained no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.